Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed episodes of over-sensing on the ventricular lead. Dislodgment of the atrial was suspected because of the nearly simultaneous activation on the ventricular channel with apparent ventricular capture. Patient presented in clinic and dislodgement was not observed. Interrogation of the implantable cardioverter defibrillator revealed all testing numbers were within range. The issue was considered resolved. Patient was stable throughout.